Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to d.3 returned to manufacturer, h.3 evaluated by the manufacturer and h.6 component code and type of investigation. The device was returned to edwards lifesciences for evaluation and the following was observed. Scratches noted along sheath shaft hdpe. Strain relief punctured at 7cm from esheath+ hub. Liner torn 3.5cm in length under strain relief. Sheath shaft damaged under strain relief. Imagery was not provided for review. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The complaints were confirmed based on evaluation of the returned device. Available information suggests patient factors (calcification) and procedural factors (device manipulation, steep insertion angle) likely contributed to the event. Scratches were observed along sheath shaft hdpe during device evaluation, indicating that calcification was present in the access vessel, and provided information indicated that the perceived root cause of the event was the ''angulation''. In addition, it was reported that ''the delivery system with the crimped valve was advance through esheath with extremely high push force''. Vessel calcification can exasperate the interaction between the crimped valve and sheath. Sharp calcified nodules can directly weaken the sheath shaft making it more susceptible to damage as the delivery system with crimped valve is advanced through. Furthermore, excessive manipulation can lead to sheath shaft damage (i.e. Scratches, strain relief punctured) if compounded with vessel calcification. It is possible that additional device manipulation to overcome the resistance may be applied during the procedure resulting in damage to the sheath. Also, during delivery system advancement through a challenging pathway, it is possible that the devices may not be coaxially aligned. This can lead to the crimped valve to catch onto the sheath shaft and lead to damage. Excessive device manipulation applied to overcome the resistance can further damage the sheath through continued interaction between the crimped valve and sheath. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. Also, a steep insertion angle can result in non-coaxial alignment between the delivery system and sheath. Non-coaxial advancement of the delivery system through the sheath may lead to resistance. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. A product risk assessment (pra) and a corrective action preventative action (CAPA) were previously initiated to capture the investigation of these type of events and drive any potential corrective/preventative actions.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no. 2015691-2024-09809. Reference number:(B)(4). The investigation is ongoing.

Event description:
As reported, it was a case of an implant of a 29mm sapien 3 ultra resilia valve, by transfemoral approach. During procedure, the valve was prepared as per IFU. The delivery system with the crimped valve was advance through esheath with extremely high push force and a valve strut had pierced through esheath+ was observed. All the system was removed as one and without issue. A new esheath and second valve was prepared. The second valve was successfully implanted and the patient was stable and recovering well. As per medical opinion, the perceived root cause of resistance event was angulation.